Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set cannula bent event on (B)(6) 2026. The insertion site was in abdomen. The infusion set was in use for few days. The blood glucose level was 375mg/dl and the patient was treated with correction bolus via pump. No further information available.